Event description:
Customer activated a pod at 12:35 am. Blood glucose (bg) read 500 mg/dl at 7:41 am. Her bg stayed between 468 mg/dl and 500 mg/dl all day; 3 correction boluses were administered during the morning, afternoon and evening (ranged from 4.65 to 7.2 units). She was hospitalized that night due to hyperglycemia and large ketones (specific time unk). Customer stated the pod "seemed to never give any insulin despite several boluses." Nothing unusual was noticed about the cannula and no wetness was observed. The pod was discarded at the hospital. Pt was treated with manual injections. Length of stay is unk.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the patient's condition. Product lot qualification records cannot be reviewed since no lot number was provided. The omnipod's user guide warns, "... If you experience unexpected elevated blood glucose levels, change your pod." It also advises that user's check bgs "at least 4 to 6 times a day," to avoid hyperglycemia. The user guide instructs to treat hyperglycemia as follows: if bgs are 250 mg/dl or above then check for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed. Check bgs again in two hours. If levels have not decreased, take a second bolus by injection using a sterile syringe. If bgs remain high after a total of 4 hours, replace the pod using a new vial of insulin. Contact an hcp for guidance.